Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm, and the modular cable appearing discolored, were both confirmed. The provided log files captured a driveline power fault alarm correlating to the system¿s power-b line on 08dec2025. The controller was observed to have been exchanged and put back into use multiple times throughout the data from 08dec2025 ¿ 11dec2025, and the driveline power fault alarm reoccurred after each exchange following the controller being put back into use. The alarms did not prevent the system from operating as intended. The returned modular cable (lot number 7985123) was observed to have a discolored outer jacket and discolored bend reliefs upon arrival. The modular cable was functionally tested alongside the returned system controller (evaluated separately). Atypical alarms were not reproduced throughout testing; however, the cable underwent a test to evaluate the integrity of its inner wires and did not pass. The cable was stripped, and the cable¿s red wire was observed to have been fractured underneath its controller-connector¿s bend relief. The red wire correlates to the modular cable¿s power-b line, making this damage consistent with the alarms observed in the log files. The root cause of the observed driveline power fault alarms was determined to have been wire fatigue within the modular cable, causing its red wire to become fractured, consistent with repetitive bending of the cable over time. The root cause of the modular cable¿s discoloration was unable to be conclusively determined through this analysis. Incidental findings: wire fatigue within the modular cable¿s inner wires that were unrelated to the cause of the reported event. Signs of fluid ingress on the modular cable¿s inner wires review of the device history record for the modular cable, lot number 7985123, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having active driveline power fault alarms. The patient had exchanged the system controller twice and the alarm quickly returned. Log files were sent for review. The driveline cable was covered with rescue tape. The log files captured driveline power fault b alarms. It was later reported the modular cable and system controller were exchanged on (B)(6) 2025. The exchanges resolved the driveline power fault alarms. The old modular cable did not have any tears but was discolored to dark gray. The old system controller serial number had worn off. Additional log files were sent for review on 12dec2025. The log file captured routine events and there were no additional alarm conditions or parameter changes.